Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage due to use related issue was observed. Visually inspected the returned usb charger and usb cable and no issue were observed. Visual inspection has been performed on the power adapter and no issues were observed. Performed load test on the power adapter and the power adapter voltage was measured and it was not within specification range . Power adapter test failed. The returned reader was de-cased and attempted to download reader data while in the test fixture. Download was successful and it appeared empty, however event log showed evidence of use. An extended investigation was performed on the reader. Visual inspection was performed on the returned reader and damage due to use related issue was observed. The reader casing was cracked closed to the button. Attempted to power the reader on with button pressed, usb cable and strip insertion, returned reader powered on. Performed load test on the power adapter and the power adapter voltage was measured to be within specification range .the failed power adapter test in previous investigation was believed to be an error within the investigation when the adapter is being tested using the load tester. Damage was observed upon visual inspection to the reader's casing, therefore this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer experienced symptoms loss of consciousness and convulsion, requiring treatment of glucagon administered subcutaneously by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer experienced symptoms loss of consciousness and convulsion, requiring treatment of glucagon administered subcutaneously by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.